Event description:
At routine office visit, pt was found to have a lead impedance of 5000 ohms with an increase pacing threshold. Felt to have a conductor break and for that reason was brought in for a lead revision.